Event description:
The event is reported as: complaint alleges that the cuff on et tube is leaking during intubation requiring re-intubation. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device history record (DHR) investigation does not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation. If more information of the sample becomes available, this investigation will be updated as necessary.